Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
B5: describe event/problem: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the 70% stenosed lesion was severely tortuous and mildly calcified. During the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. Neither the balloon nor the segment of the balloon detached inside the patient's body.

Manufacturer narrative:
B5: describe event/problem: updated. Device evaluated by MFR.: a mustang device batch was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied, and no liquid or issues noted with the balloon material. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 5.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the 70% stenosed lesion was severely tortuous and mildly calcified. During the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. Neither the balloon nor the segment of the balloon detached inside the patient's body.